Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. The insulin pump had missing end cap sticker. Unable to perform functional testing due to button error alarms.

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 175mg/dl. The customer stated that she was in the hospital due to no diabetes related issues, but it could have been a contributing factor. No further information was provided.